Event description:
Nurse stated after she had stuck pt and finished flushing catheter with saline. Pt became pale and flushed (transient). Pt had chest tightness, hard heart beat and nausea. Nurse stated o2 sats were good. Pt on o2. Vitals were normal. Incident lasted 5 mins. Pt returned to normal.